Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of a distal arch saccular aneurysm using conformable gore® tag® thoracic endoprostheses. Prior to the implant of endoprostheses, a left common carotid-left subclavian artery bypass was prepared, and the left subclavian artery was embolized. Two endoprostheses were deployed distal to the left common carotid artery. The patient tolerated the procedure. On (B)(6) 2016, the patient underwent reintervention to repair the retrograde type a aortic dissection. Ascending aorta as well as the brachiocephalic and right common carotid arteries were replaced with a surgical graft. Additionally, the proximal portion (partially uncovered stent) of endoprosthesis was cut, and the proximal endoprosthesis was anastomosed with the surgical graft. Later, the patient was discharged from an intensive care unit. It was reported by the physician that an excessive ballooning to the proximal portion of endoprosthesis may have contributed to the retrograde aortic dissection.